Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of a possible broken sensor wire cannot be confirmed. It was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. However, a root cause for the reported possible broken sensor wire cannot be determined.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report a possible broken sensor wire on (B)(6) 2015. The patient is under two years of age. The patients sensor was inserted in the abdomen on (B)(6) 2015. Upon removal of the sensor pod, the patients mother noticed a part of the sensor wire sticking out of the skin. The patients mother removed the wire fragment on her own but she believes some of the wire may have stayed under skin at site of insertion. The distributor did not report any injury or medical intervention.